Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6, -10.0/1.0/092 (sphere/cylinder/axis), implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2021 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.